Event description:
It was reported that (3) hdh05 were used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the harmonic blades signaled a lockout even after the handpiece was changed. Three blades in the case locked out. Opened another device to complete the case. There was no consequence to pt.